Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving numerous inappropriate shocks due to noise. Low pacing impedance was observed. Patient was in stable condition.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016.

Event description:
New information received notes that the patient tolerated the procedure well and was discharged from the hospital.